Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. The target lesion was located inside a graft. A synergy¿ drug-eluting stent was implanted to treat the lesion. However, after eight months, stent closure was noted. A 4.0x16 synergy¿ drug-eluting stent was implanted to open the graft. No further patient complications were reported and the patient is now doing well.